Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of power loss alarm from the insulin pump. The customer's blood glucose reading was 10.6 mmol/l. The customer had problems with the battery for several months. After troubleshoot, the pump still alarmed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the selftest, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No power loss alarms noted during testing. The power management tool confirmed that the pump error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a faded serial number label. The pump was received with minor scratches on the display window and case.